Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had received the new battery cap and had inserted a new battery in the insulin pump but the display was still blank. The customer's blood glucose level was 400 mg/dl. They treated the high blood glucose with an insulin shot. The customer had been disconnected from the insulin pump for three weeks due to the blank display. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no act, escape and up button response due to corroded keypad traces. No button error alarm and no blank display during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.